Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2024, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant hematocrit results on a patient. There was no patient information at the time of this report. Return product is not available for investigation. Method date collected tested hct (%pcv) hb (g/dl) I-stat, (B)(6) 2024, 09:39, 09:39, 60, 20.4; I-stat, (B)(6) 2024, 12:00, 12:00, 60, 20.4; I-stat, (B)(6) 2024, 16:26, 16:26, 60, 20.4; sysmex, (B)(6) 2024, ni, 21:35, 47.9, ni; sysmex (B)(6) 2024, ni, 18:19, 47.2, ni. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. Currently there is no reason to suspect a malfunction exists. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 28-nov-2024. Retained and returned cartridge testing for lot w24106a met the acceptance criteria outlined in appendix 1 of q04.01.003 rev an, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for cg8+ cartridge lot w24106a.